Event description:
It was reported that multiple occlusion alarms occurred. The customers blood glucose was reported between 226-330 mg/dl. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.